Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:50:00. During night drain cycle three, the patient's ultrafiltration reading was 730ml, indicating the home patient (hp) drained 730ml more than their maximum programmed fill volume of 1200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. This complaint is an ancillary service event. The reported difficulty of an increase intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was a false empty detected and the minimum drain volume percent setting was inappropriately set too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." Should additional relevant information become available, a supplemental report will be submitted.